Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as a surgical impact opening. (Shell thickness was within specification) additional observations: stress marks observed on the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Physician reported rupture of the right device. The device has been explanted and replaced.